Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no impact to the customer's blood glucose level. A cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump. The pump and tubing were found to be functioning as expected. There was no apparent damage to the cannula. Reportedly, the customer had been using apidra insulin in the cartridge. The customer indicated that the infusion set site would be changed.